Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlate with the reported event. The cause of the reported event cannot be conclusively determined. Device thrombosis is a known potential complication associated with all patients implanted with vads. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming. Device remains implanted.

Event description:
Approximately five weeks after the implantation, the patient developed elevated vad estimated flows with some loss of pulsatility. The patient is also reported to have a decrease in his exercise tolerance during this event and a thudding sound on auscultation from the vad. An echocardiogram revealed no evidence of thrombus on the inflow cannula. The patient was treated with tpa with an initial improvement in his vad parameters and laboratory findings. However, three days after his admission, the patient's plasma-free hgb and ldh had risen again with a further increase in his vad flow estimations. It was further reported that the patient was noted to have a small clot and/or vegetation on his mechanical mitral valve. He was further treated with another dose of tpa with a reduction of vad estimated flows and a normalization of the patient's laboratory findings. The site further noted an improvement in the patient's vad sound and a reduction in the patient's pericardial effusion. This effusion was later successfully treated with a drain. Investigation is ongoing.